Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2005 and mesh was implanted concurrently with anterior colporrhaphy. It was reported that the patient underwent 2.5 inch pessary flexible ring fitment and mesh removal on (B)(6) 2012 due to small fragment of mesh material seen almost extra epithelial in the mid apical anterior vagina. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh revision on (B)(6) 2005. On (B)(6) 2007 patient underwent the removal of the pelvic floor graft and incontinence sling. On 09/23/2009 patient underwent the removal of the remnant mesh.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).